Event description:
The beds hi/low function is drifting.

Manufacturer narrative:
The hill-rom technician inspected the drive motor and tightened loose mounting bolts. The technician tested the bed and detected no drift.